Manufacturer narrative:
Correction: this report 9612501-2018-01283 was sent in error as a duplicate for MFR report number: 9612501-2018-01267, any additional information received in the future will be captured and submitted under the report number 9612501-2018-01267. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during finger amputation, the suture broke while wrapping around needle driver to tie. The incident occurred at the end of the procedure. The case was finished on last stitch. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.